Event description:
Boston scientific received information that right atrial (ra) lead was fractured possibly due to a fall the patient had. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.